Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that tubing was disconnected at pinch valve pv39. The fse replaced the tubing and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak from an unknown location inside the lh500 instrument. The instrument failed latron qc when the leak was noticed. The volume of the leak was about 20 cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated for this event.